Event description:
It is reported that the surgeon had difficulty removing the head from the stem. After the surgeon attempted tapping the trial head, the stem and head were removed together. The surgeon then reimplanted the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.